Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the handle seam was found to be broken; however, this finding is not related with the incident reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing scissored clips. Another device was used to complete the procedure. There was no adverse consequence to the patient.